Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the prime anomaly.

Event description:
It was reported that the customer's insulin pump alarmed motor error during basal. It was stated that the customer has insulin pen and took an injection. Troubleshooting was performed, and the displacement test passed. No further information was provided.